Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C95073) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, depression and tachycardia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation ("novasure ablation"). The patient was treated with surgery (bilateral salpingectomy, right essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: contrast is seen at the in normal sized uterus. Contrast is also identified along the course of the essure wires there is free spillage noted into the left pelvis. A complete closure of the fallopian tubes is noted.. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: case is upgraded to serious incident. Event injury was replaced with event pelvic pain. Events added to case: "novasure ablation". Reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C95073) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, depression and tachycardia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation ("novasure ablation"). The patient was treated with surgery (bilateral salpingectomy, right essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: contrast is seen at the in normal sized uterus. Contrast is also identified along the course of the essure wires there is free spillage noted into the left pelvis. A complete closure of the fallopian tubes is noted. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.